Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported the foreign material was found inside the sterile package.

Manufacturer narrative:
The device manufacturer date is not known. Alleged failure: hair inside product salesforce case number (B)(4) the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be the was dirty or the packagers hand had contaminants during packaging. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported the foreign material was found inside the sterile package.